Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that hcp has had a "bunch" of catheter dislodgements. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient did not get her catheter changed. The patient was deceased due to cancer. The drugs in the pump were bupivacaine, dilaudid, and clonidine.